Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvederm® volbella¿ with lidocaine to h1h2h3/eyebags. Botox® injected concomitantly for unknown indicattion. 3 weeks later, moisturizing cleanser used. 4 months later, patient under went gynecological surgery and had facial edema. 3 months later, patient went to control appointment for maintenance treatment; patient reported facial edema in areas of injection. Peeling performed the following week, patient shows tolerance. The following month, botox® again applied, patient still experiencing mild edema like bags, related to redness, violet type coloring with increase of heat. Edema remains 5 days later, prednisolone orally plus 2 per day ultrasound and punctual indiba. Patient did not desire hyaluronidase. 2 days later, photon plus indiba completed. Photon plus indiba was performed again the next day. Indiba again completed 8 days later. Hyaluronidase was indicated and administrated in punctual form 4 days later. 6 days later, patient went to medical control due to swelling after application, remained hyaluronidase, dolnix and ultrasound daily. The following month, several diagnostics ultrasound scans performed. Approximately 2 weeks later, swelling reduced, ultrasound was indicated and hydration performed. Ultrasound plus punctual hydration completed 2 days later, volume remains, hyaluronidase administered in central zone, and reduction of volume was noticed. 2 weeks later, patient returned for medical control without swelling, administration of hyaluronidase was performed in the application zone. The following week, hyaluronidase applied in juvederm® volbella¿ injection sites. Volume yields. Ultrasound plus indiba was indicated along with punctual moisturizing cleanser. 2 days later, ultrasound plus indiba completed. Punctual moisturizing cleanser, ultrasound, indiba completed again 2.5 weeks later. Volume is not identified. Patient was discharged. It was indicated to continue with pending treatments (platelets nctf plus facial hifu). Platelets nctf applied 3 days later. The following week, facial hifu completed, mild increase of volume type bags in central zone noted and treatment was performed without touching the area. Patient with reappearance of volume increase the following day. Ultrasound plus indiba completed the next day and 3 days after that. Hyperbaric chamber was indicated. Treatment with prednisolone 20 mg orally was started initially, reducing to 10 mg, then 5 mg (every other day), reduction is partial. 2 days later, dexamethasone provided for an unknown indication. The following week, performed ultrasound notes soft tissue volume of bilateral residual malar region without evidence of foreign body. The following month, no treatment is performed. The following month, the patient experienced sensitivity and healthcare professional assessed facial oedema, soft tissue disorder, erythema as moderate. Facial cleansing without manipulating the cleaning zone indicated, in which only manual drainage is performed with improvement of volume. However, next day patient identified increase of sensitivity with heat with changes to violet erythema. 2 days later, soft parts of the bilateral malar region were examined, by quadrants, with axial, longitudinal and oblique cuts, with approximation zoom and transducer of 10 mhz per sec. Discreet increase in volume and echogenicity of subcutaneous cellular tissue of the bilateral malar region without evidence of foreign body observed. No masses or collections are evidenced in the segment evaluated. Adjacent vascular structures with no apparent compromise. Seriousness criterion of unspecified disability noted by healthcare professional. The patient recovered with sequelae from the events.

Event description:
Additional details received noting that the event with symptoms of edema has continued to persist. There was another hyaluronidase injection performed nearly 4 and a half years after the injection.

Event description:
Additional details received noting the injection was in the under eye with 0.05mls into the malar border. The symptoms have continued to exist for the past few years sporadically with heat and flushing decreasing and increasing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Juvéderm® volbella¿ with lidocaine applied to dark circles (h1, h2, h3).